Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Information added to the field: h6. Correction in the fields: e2, e3. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon error code b30 is due to a communication error caused by a defective scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error code was confirmed. The device evaluation also found scope connector had poor contact. Cosmetic wear and tear (front panel was slightly discolored; small cracks). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.